Event description:
It was reported that the patient presented to the hospital for a scheduled device upgrade procedure. Prior to the procedure, the patient's right atrial (ra) lead exhibited inappropriate automated mode switch (ams) episodes. Isometric testing performed was able to reproduce the noise events. Programming changes were made to resolve the issue and the patient was in stable condition.